Event description:
It is reported by the patient that their insulin pump displayed a button error. The patient's blood glucose level is unknown. Trouble shooting was conducted and found water damage. Device is being returned. No further information available.

Manufacturer narrative:
Failure analysis revealed that the insulin pump was received with no button response due to corroded keypad traces. No button error alarm noted. No moisture damage found inside the device. Unable to perform the operating currents due to the unresponsive buttons. Unable to verify battery out limit alarm due to no button response. The unit was received with minor scratched display window, cracked case display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.